Event description:
A customer reported that the pump unexpectedly showed a reset screen. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that the reset was a built-in safety feature and assisted in loading the cartridge and resuming insulin delivery.